Manufacturer narrative:
At this time, the product remains capped and implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead had observations of noise that was oversensed causing pacing inhibition greater than 2 seconds. The patient was dependent, and passed out as a result of the inhibition. There was an abandoned rv lead that remained implanted, however a chest x-ray was performed and could not determine if the leads were touching. The rv lead was surgically capped and replaced, and the device was explanted and replaced. No additional adverse patient effects were reported.